Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an intestinal resection procedure. Reportedly, the staples did not form properly. The surgeon used another instrument and resected the application site. The hosp has reported the pt's condition is satisfactory.